Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the ER non-responsive, in cardiac arrest and with multiple vt/vf episodes. The patient received multiple therapy and the patient was revived. Several minutes later, a change in the qrs morphology was observed which caused oversensing of vt and subsequently inappropriate therapy. The rhythm broke on its own and device remains implanted. It was later reported that the patient had similar vt events several days later. It was decided to move the patients status of care to do not resuscitate and turn off all device functions. The patient later expired due to severe heart failure. The physician denies device related death.